Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead is exhibiting high impedances following a fall. Reportedly, the lead had a fracture. As a result, the physician explanted and replaced the lead, and added a second lead. Surgical intervention resolved the issue.